Event description:
Reportedly, unable to confirm fault switched on machine to high pitched sound and burning smell. Replaced secondary power supply due to burnt chips and resistor all ok. Checked voltages on board and ran heater through check in.

Manufacturer narrative:
Evalution summary-power supply. Secondary power supply. Cable/connection failure/lack of solder.replaced secondary power supply due to burnt chips and resistor all ok. Checked voltages on board and ran heater through check in. 2007.